Event description:
It was reported that during patient treatment, the ventilator generated two technical alarms. One indicating disabled valves and the other indicating an error in internal memory. There was no harm to the patient. (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished.